Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lever is missing from the right plunger case, battery is missing. Power up process functional testing was performed. Unable to duplicate reported problem and unable to determine a root cause. No action taken as no problem was found. Device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a new interconnect board issues. The event occurred during testing. There was no delay in therapy. There was no patient involvement.